Manufacturer narrative:
Upon receipt, the lead under complaint and the supporting data and images were subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. Analysis of the supporting data received with this complaint confirm the observation of an abrupt increase in impedance at the start of (B)(6) 2016 together with a simultaneous increase in pacing threshold and a decrease in sensing. Fluoro images from the time of implant and from the start of september were compared and revealed a change in the orientation and position of the active device as well as a twisted loop in the proximal part of the lead. A second finding from the supporting fluoro images was a retracted fixation helix at the time of revision whereas the helix had been fully deployed at time of implant. These findings, in particular the twisted lead and the change in device orientation, point to a case of "twiddler's syndrome" where the axial torsion on the lead caused the lead tip to rotate over the fixated helix and in effect retract the helix and dislodge the lead. Analysis of the lead itself corroborates these findings. Diagonal abrasion marks at the proximal area of the lead most likely stem from the twisted loop observed on x-ray; the deformation of the conductor coil at the position of the fixation sleeve points towards strong mechanical forces which most likely occurred during the time of implantation due to the twiddler's syndrome. Apart from a cut in the insulation, which most likely occurred during the explantation procedure, the insulation of the lead was found intact. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of two months an increase of threshold and impedance measurements was reported. While opening the pocket during the explant procedure, a twist in the lead was observed. The lead was returned to biotronik. No adverse patient side effects have been reported.